Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was clarified that the initial issue with the touchscreen was that it was not responding to touch. The customer did not state that a replacement touchscreen was ordered or replaced. The customer confirmed that the issue was resolved, and the device has been placed back into service. The diagnostic report (drpt) from the time of the initial touchscreen issue was not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there were issues with the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the touchscreen was having issues. The customer stated that they believed the touchscreen had some physical damage and was cleaning it. The rse provided to the customer replacement part information for the touchscreen. The customer stated that cleaning the touchscreen resolved the issue and they would order the replacement touchscreen if needed and then repair the device. Good faith efforts (gfes) are being completed to confirm if the issue remained resolved or if the replacement touchscreen was ordered. The investigation is ongoing.